Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead exhibited a loss of capture. No other electrical anomalies were noted. The patient¿s right ventricular lead exhibited varying r-wave amplitudes. The patient presented for a lead revision procedure on (B)(6) 2019. During the procedure, the helix of the atrial lead was noted to not be extended. The lead was removed. During the procedure, the right ventricular lead was noted to have very little slack. The lead was also removed and replaced. The patient was stable throughout. Associated MFR: MFR-2017865-2019-03561.